Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was recommended for replacement to resolve the issue. Customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported potential loss of mechanical ventilation due to battery failure during a case. There was no patient injury.

Manufacturer narrative:
Additional information was received that the failure was related to the power cord. There was no battery failure. Therefore, there was no reportable malfunction. H3 other text: additional information was received that the failure was related to the power cord. There was no battery failure. Therefore, there was no reportable malfunction.